Event description:
The customer observed a false positive, vitros anti-hav igm result for a single pt sample processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The false positive result was reported and a corrected report was issued. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the signal reagent subsystem, returning the vitros eciq to expected operation. Following the service activity, acceptable performance has been observed. The root cause of the false positive vitros ahav igm result is instrument related.